Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low-level noise with oversensing in a stored atrial tachy response (atr) from (B)(6) 2025. It was noted that there was a known lead safety switch (lss) in (B)(6) 2025 due to the gradual rise in pace impedances to 2,507 ohms, consistent with suspected lead calcification. Technical services (ts) discussed troubleshooting options. The crt-p was programmed to ddir. This crt-p system remains in service. No adverse patient effects were reported.